Event description:
The reporter indicated the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, -09.50/+3.5/085 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2022. The lens rotated at post-op day 1 and was explanted on (B)(6) 2022. The lens was replaced with a non toric lens. See MFR. Report # 2023826-2022-00483 for the initial lens. The patient will eventually require prk surgery for his astigmatism because his eye anatomy is not conducive to an icl remaining on axis.

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Claim # (B)(4).

Manufacturer narrative:
H3- device evaluation: the lens was returned in a specimen cup in liquid. Visual inspection found no damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).